Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intravenous, after every 3rd day, discontinued on unknown date) and amikacin injection (1gm, intravenous, after every 3rd day, discontinued on unknown date) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. At the time of this report, the patient was not recovered from peritonitis. On an unknown date, the patient was discharged from the hospital. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.